Manufacturer narrative:
The following sections were updated in follow-up 1. B4, g3, g6, h2, h6, h10. The devices were not returned for analysis; therefore, the investigation will focus on the product documentation.the device history records were reviewed to confirm that the device passed all applicable in-process and final inspections.the devices were used for treatment. The devices were not returned for analysis, therefore, the clinical observations could not be confirmed. However, following controls are in place to mitigate the reported product issue. Adelante-s introducer sheath in-process and final inspections, ensures sheaths are inspected for visual, dimensional, and peel functional compliance. Destructive testing. Sampling plan ansi z 1.4, special level 4, aql 0.40 reduced. Step 13.3.2: manually break the sheath and hub and verify that the seals split easily without extreme elongation. Also verify that the split cap and seals remain secure and do not break free or loosen from the sheath hub. Manually peel the sheath and verify the sheath peels easily along the sheath body and tip. The instructions for use (IFU) informs the user: flush sheath with 5cc of saline immediately before peeling sheath away in order to minimize back bleeding. Withdraw sheath and valve over the lead or catheter and from the vessel, while keeping the lead in place. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The procedure was a dual chamber pacemaker insertion with 2x 6f safesheaths used in the subclavian vein. At the time, the proceduralist was trying to split the sheath as per usual after deploying the lead and the sheath did not split down the entire length as it usually does because it completely tore apart too high up. The delay to the procedure was probably only a couple of extra minutes as the doctor had to get surgical scissors out to carefully slit the sheath over the lead the rest of the way. No further intervention necessary. No adverse change in patient´s condition. The two 6f safesheaths were discarded.